Manufacturer narrative:
Insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test. Insulin pump had minor scratches on cld window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 203 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer was not using the sensor feature on the insulin pump. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.